Event description:
Irn# (B)(4). Lors de la réalisation d'un bloc très profond, il a été constaté que l'aiguille s'est cassée en son embout lors d'un léger changement de direction afin d'affiner l'image. Le médecin a réussi à retenir l'aiguille afin d'éviter la perte in situ chez le patient de 21 ans. Il n'y a pas EU de conséquence clinique mais cet incident a présenté le risque de la perte in situ. Il s'agit du premier incident de ce type. During the performance of a very deep block, the needle was found to have broken off at its tip during a slight change of direction to refine the image. The doctor managed to retain the needle to avoid in situ loss in the 21-year-old patient. There were no clinical consequences, but this incident presented the risk of in situ loss. This is the first incident of its kind.

Manufacturer narrative:
Event took place in france. The facts of the case, relevant tests are currently in process.in case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn #: (B)(6). Lors de la réalisation d'un bloc très profond, il a été constaté que l'aiguille s'est cassée en son embout lors d'un léger changement de direction afin d'affiner l'image. Le médecin a réussi à retenir l'aiguille afin d'éviter la perte in situ chez le patient de 21 ans. Il n'y a pas EU de conséquence clinique mais cet incident a présenté le risque de la perte in situ. Il s'agit du premier incident de ce type. [Translation: during the performance of a very deep block, the needle was found to have broken off at its tip during a slight change of direction to refine the image. The doctor managed to retain the needle to avoid in situ loss in the 21-year-old patient. There were no clinical consequences, but this incident presented the risk of in situ loss. This is the first incident of its kind.]

Manufacturer narrative:
Event took place in france. The facts of the case, relevant tests are currently in process. In case new information becomes available a follow up report will be sent to the agency.

Manufacturer narrative:
Event took place in france. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Lors de la réalisation d'un bloc très profond, il a été constaté que l'aiguille s'est cassée en son embout lors d'un léger changement de direction afin d'affiner l'image. Le médecin a réussi à retenir l'aiguille afin d'éviter la perte in situ chez le patient de 21 ans. Il n'y a pas EU de conséquence clinique mais cet incident a présenté le risque de la perte in situ. Il s'agit du premier incident de ce type. During the performance of a very deep block, the needle was found to have broken off at its tip during a slight change of direction to refine the image. The doctor managed to retain the needle to avoid in situ loss in the 21-year-old patient. There were no clinical consequences, but this incident presented the risk of in situ loss. This is the first incident of its kind.